Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 3002806535 - 2018 - 00609. Concomitant product(s): a 124454 exceed abt 3hl shell 44/54mm, lot 3339010; 650-0795 biolox delta lnr 36mm 54-56mm, lot 3323876; 51-108050 tprlc 133 mp t1 pps so 5x95mm lot 2858631; unknown part/lot screw(s). Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported patient underwent total hip arthroplasty (tha) for right hip. During the surgery, it was reported there was blood loss of 800 cc. Attempts have been made and no further information has been provided.